Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, a companion sample was received and photographs were provided for evaluation. Visual inspection of the photos did not identify any abnormalities that could have contributed to the reported leakage. A rinsing test was conducted on the companion sample and no circulation issue was identified. Underwater leak testing was performed on both the blood and dialysate sides of the device using variable pressures, and no leaks were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from a polyflux 210h during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.